Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that the lancet in her onetouch delica lancing device was not fully penetrating. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged product issue began on (B)(6) 2016. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management routine in response to the alleged issue. During the initial call, the patient reported ¿gaining weight and not feeling well¿ 14 days after the alleged issue began. During the follow-up call, the patient further described symptoms of ¿nausea and blurry vision¿; symptoms she associated with high blood glucose. In response to the symptoms, the patient claimed she was treated by her doctor on an unspecified date with insulin. During the follow-up call, the patient claimed the alleged issue caused a delay to her treatment. At the time of troubleshooting, the csr confirmed that the lancing device was not being used for the first time. The csr noted the correct lancets were being used for testing and there was no indication of misuse of the device. The csr reviewed the patient¿s technique on how to use the lancing device and the alleged issue could not be resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional after the alleged product issue began.

Manufacturer narrative:
The lay user/patients lancet device has been returned and evaluated by lifescan product analysis with the following findings: the lancet device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since (B)(6) 2020, to agree upon remediation of the on-hold issue. On (B)(6) 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in (B)(6) 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.